Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation issues. During a surgical procedure, fluid loss was identified in the cylinder due to a hole, and air was also observed in the device. All components were removed and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.